Event description:
The manufacturer received information alleging device showing service required message. The device was returned to a third-party service center. During visual inspection of the device, it was found that the device restarts and has a burnt pcb. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.